Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 541 and 349 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date at time of call is one week. Customer stated she has not had any recent changes in her diet, exercise, or medications that could raise her blood sugar. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 541 and 349 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date at time of call is one week. Customer stated she has not had any recent changes in her diet, exercise, or medications that could raise her blood sugar. The meter memory was reviewed for previous test result history: (B)(6).